Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high/undefined impedance measurements. The lead was suspected for fracture, and was capped and replaced. No patient complications have been reported as a result of this event.